Event description:
It was found at repair bench repair the battery is defective. It was found at repair bench repair the battery is defective. The customer to order replacement battery through their purchasing department. No further action at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was found at bench repair the battery is defective. There was no reported patient involvement.